Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was clogged during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. The user attached a pen needle to the pen but the drug solution did not come out".

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle was clogged during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. The user attached a pen needle to the pen but the drug solution did not come out."